Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. There was visible moisture present in the display lens. On testing, the pump powered on to the verify screen. All of the keypad buttons were unresponsive. The pump could not forward past the verify screen. The audio bolus button feature was unable to be tested. The pump history was not able to be downloaded. A display lens leak was discovered during leak testing. The pump cover was removed for investigation and revealed moisture in the pump. The keypad cover was removed for investigation and revealed no evidence of contamination and no button contact defects.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button became unresponsive after wearing the pump while swimming. The patient stated that there is moisture visible under the display lens but denied any damage to the pump casing or to the keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.